Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They further instruct users to return any damaged components to heartware. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's controller displayed power-up alarms multiple times. The device was exchanged following the issue. The event caused the patient to experience mild dizziness episodes, however, there were no serious patient consequences reported. No further information was provided.

Manufacturer narrative:
Brand name. Heartware ventricular assist system - battery, serial #: (B)(4)/ model number 1650de / expiration date: 30-sep-2016, device available for evaluation: no, labeled for single use: no, (B)(4); brand name. Heartware ventricular assist system - battery, serial #: (B)(4)/ model number 1650de / expiration date: 30-sep-2016, device available for evaluation: no, labeled for single use: no, (B)(4); brand name. Heartware ventricular assist system - battery, serial #: (B)(4)/ model number 1650de / expiration date: 31-oct-2016, device available for evaluation: no, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: it was reported that the patientâ¿¿s controller displayed power-up alarms multiple times. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional. Additional testing was performed and involved exposing the controller to temperatures between 30â°c to 40 â°c to determine if the â¿¿no powerâ¿¿ alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. Visual inspection revealed a loose power port 1 connector. This is an additional observation not related to the reported event. Based on previous investigations , the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of event files revealed ten power up events from (B)(6) 2017 to (B)(6) 2017. Before and after the controller loss of power, momentary disconnections were recorded involving (B)(4). The observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or a momentary disconnection between the controller and batteries had occurred. Based on the log file analysis, a possible root cause of the reported loss of power may be attributed to a momentary disconnection between the controller and batteries or a disconnection of both power sources. Heartware is investigating momentary disconnection issues. Additional devices: medical device: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Preliminary log file analysis revealed the involvement of the following batteries in power switching incidental findings: (B)(4). For this reason, the batteries have been added to the complaint.

Manufacturer narrative:
Corrected section h6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.